Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted.(B)(4).

Event description:
Medtronic received information that one year, eight months post implant of this bioprosthetic aortic valve, a medtronic transcatheter bioprosthetic valve was implanted valve-in-valve due to elevated gradients and mild valvular regurgitation. No adverse patient effects were reported.